Event description:
It reported that removal difficulties and shaft break occurred. A synergy megatron 5.0mm x 16mm drug eluting stent was successfully deployed in the calcified and tortuous lesion in the left main/proximal left anterior descending artery. Upon removal, the operator was unable to pull the balloon back into the guide catheter. A lot of tension was then applied to pull the balloon back resulting in the shaft being pulled apart. The guide catheter and balloon were removed together, and the procedure was completed. It was noted that the operator had made side holes in the guide catheter before introducing the synergy megatron stent. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: a synergy megatron mr ous 5.00 x 16mm stent delivery system (sds) was returned for analysis. The stent was not returned as it was implanted. The balloon returned in a deflated state with bunching noted at the distal end. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple shaft polymer extrusion kinks and damages and a shaft break was noted 16 cm distal to the wire exchange port. Due to the shaft break and shaft damages, functional testing was unable to be performed as an inflation device could not be attached. An attempt was made to load the device through a test 7f guide catheter but due to the balloon bunching on the returned device and the inability to inflate and deflate the balloon, the device would not load through the guide catheter. No other issues were identified during analysis.

Event description:
It reported that removal difficulties and shaft break occurred. A synergy megaton 5.0mm x 16mm drug eluting stent was successfully deployed in the calcified and tortuous lesion in the left main/proximal left anterior descending artery. Upon removal, the operator was unable to pull the balloon back into the guide catheter. A lot of tension was then applied to pull the balloon back resulting in the shaft being pulled apart. The guide catheter and balloon were removed together, and the procedure was completed. It was noted that the operator had made side holes in the guide catheter before introducing the synergy megatron stent. No patient complications resulted in relation to this event.